Manufacturer narrative:
Fzx, htw, hxg: additional codes. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during a vertebral body procedure on the right side of the patient, the surgeon was doing bilateral balloon inflation at the same time. While applying pressure with the inflation system, the tip of the medium sized balloon on the right side (closest to the inflation system) was leaking water and contrast dye solution. The surgeon used another balloon available to complete the procedure. Part of the screws had broken loose. All broken fragments were retrieved easily without additional medical intervention. There was a five minute delay in completing the procedure. The procedure was completed with no harm to the patient. This complaint is on the vertebral access kit. This is report 2 of 2 for complaint (B)(4).